Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported unit is out of tolerance, which was reproduced during flow accuracy testing. The reported condition was verified. The cause was determined to be an out of adjustment pressure plate. The pressure plate was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump experienced an out of tolerance, "was set for 70 ml and received half". Additional clarification was provided which stated the device was programmed to deliver a heparin bag, volume to be infused (vtbi) of 400ml at a flow rate of 23.0 ml/hour and 112.2 units/kg/hour dose as a primary infusion and was not sequestered. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.